Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), specifications, trends and quality control was conducted during the investigation. The device was not available for return to cook incorporated for investigation the device master record was reviewed and there are adequate controls in place to ensure the device was manufactured to specifications. The product lot number could not be provided by the customer and so the device history record and complaint history for the product lot could not be reviewed. There is no evidence to suggest that the device was not manufactured to specifications or that there are non-conforming devices in house or in field. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported thal-quick chest tube set was inserted on (B)(6) 2018 without issues. The tube was sutured at the insertion site and attached to a pleuravac drainage system. On (B)(6) 2018, the distal end of the chest tube "broke off". The chest tube was removed by the physician and it is unknown if another device was necessary. As reported, the break in the device was noted before it had the potential to have an adverse effect on the patient.